Manufacturer narrative:
Initial complaint did not clearly indicate a reportable event. However, investigation on july 8 confirmed a handle leak which is reportable. The returned unit was visually and functionally examined. A leak was confirmed from inside the handle due to a damaged lumen. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the spec requirements.

Event description:
After two hours of af ablation, the irrigation port was broken and the saline solution did not irrigate through the catheter, because it did not pass through the catheter lumen, instead it leaked out of the handle before passing inside the main body of the catheter.